Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had flow issues and was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the filter clogged. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the filter clogged. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20105711 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had flow issues and was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the filter clogged. "